Manufacturer narrative:
Following the procedure the pt was monitored in the operating room for 30 minutes and then sent to the surgical ICU to recover and was discharged several days later with no reported complications. No devices were retained for return engineering analysis. Several unsuccessful attempts ((B)(6), (B)(6) and (B)(6)) to gain further device, lot info were made.

Event description:
An adult male pt, of unk age and weight, presented with an acute infection and pocket erosion following battery replacement on (B)(6) 2010. The lead extraction case was conducted in the operating room with arterial line placement, fluoroscopy and tee. The ra and rv lead were both implanted in (B)(6) 1999. The physician prepped the pocket and attached a lld-ez to each distal tip of the cardiac leads. The case began by lasing the rv lead with the 14f sls ii and a size medium, 43cm visisheath, but after encountering dense scar tissue on both leads, the decision was made to up-size to a 16f sls ii and a size large, 43 visisheath. The rv lead was successfully removed. Now lasing began on the ra lead and as the sls entered the svc, the distal tip of the ra lead freed from the wall of the atrium. Within less than a minute the pt's arterial pressure began dropping. The physician confirmed via fluoroscopy that movement of the left heart border had changed. An effusion was confirmed via tee and the decision was made to surgically intervene. The physician made a subxiphoid window and successfully repaired the ra perforation with a purse string suture.